Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient requested information regarding tidal therapy. Technical support provided information and reviewed treatment data. Based on treatment data it was confirmed that the patient experienced iipv (increased intraperitoneal volume). Upon follow up with the patient's nurse it was confirmed that the patient experienced abdominal pain due to the current fill volume. The nurse stated that the volume was decreased and the patient was relieved. The patient has reported no issues since.

Manufacturer narrative:
Corrective data: updated to include iipv percentage.

Event description:
A peritoneal dialysis patient requested information regarding tidal therapy. Technical support provided information and reviewed treatment data. Based on treatment data it was confirmed that the patient experienced iipv (increased intraperitoneal volume) of over 200%. Upon follow up with the patient's nurse it was confirmed that the patient experienced abdominal pain due to the current fill volume. The nurse stated that the volume was decreased and the patient was relieved. The patient has reported no issues since.